Event description:
Per (B)(4), the dental implant failed to integrate. Patient experienced inflammation and granulated tissue.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).